Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed and attributed to a defib monitor flex cable that was not properly seated. The device's flex cable was replaced to resolve the malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.